Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left ventricular free wall perforation by a right ventricular pacemaker lead: a case report. European heart journal - case reports. 2021. Doi:10.1093/ehjcr/ytab125. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a left ventricular (lv) free wall perforation. The article reports that approximately one day post implant of the right ventricular (rv) lead, the patient experienced syncope due to a transient ventricular pacing failure with more than a ten second pause. The next day, the pacing failure became more frequent, and the patient had exit block. A temporary transvenous pacemaker was inserted emergently, and via fluoroscopy, found the lead penetrating through the cardiac wall. Computed tomography (CT) and transthoracic echocardiogram (tte) showed the tip of the lead exiting in the left thoracic cavity passing through the septum and the lv free wall. Two days later, a new lead was placed and the temporary transvenous pacemaker was removed. An off-pump open chest surgery for the extraction of the perforated lead was performed a few weeks later. During the extraction, it was noted that the tip of the lead was found piercing through the lv posterior free wall into the thoracic cavity. The parietal pleura was scratched by the tip of the lead without lung damage. The lead was extracted from the generator pocket, and the perforation wounds of the lv and pericardium were sutured using the felt sandwich technique. The status/disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.